Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent right inguinal hernia repair. A bard/davol perfix plug was implanted in the patient during this repair. (B)(6) 2015: the patient underwent explant surgery of the bard/davol perfix plug. The patient continues to experience complications related to the bard/davol perfix plug. The patient will likely require additional surgeries to repair the damage from the bard/davol perfix plug. The mesh implanted in the patient failed to reasonably perform as intended. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the explant date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 year 11 months post implant of perfix plug, patient was diagnosed with hernia recurrence, scar tissue thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent right inguinal hernia repair. A bard/davol perfix plug was implanted in the patient during this repair. (B)(6) 2015: the patient underwent explant surgery of the bard/davol perfix plug. The patient continues to experience complications related to the bard/davol perfix plug. The patient will likely require additional surgeries to repair the damage from the bard/davol perfix plug. The mesh implanted in the patient failed to reasonably perform as intended. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per additional information: (B)(6) 2009 - patient was diagnosed with recurrent direct inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿a direct hernia was identified. A large perfix plug was inserted into the internal ring and its internal petals were sutured. The onlay mesh was placed on floor of the canal and tacked to the tubercle, the shelving edge, and the conjoined tendon. The tails of the mesh were feathered around the cord and tacked laterally." (B)(6) 2015 - patient had pain and was diagnosed with recurrent right inguinal hernia thereby underwent open repair. Per operative notes, ¿scar tissue and some residual old prolene sutures that were removed. There was a small fascial defect in the floor of the inguinal canal. A synthetic plug was placed in the defect and placed sheet of mesh in inguinal canal and secured using sutures.¿ (note: there is no mention/visualization of perfix plug in this procedure). Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain & suffering and emotional injuries.